Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that they removed a PICC line from a patient today (it was placed on (B)(6) 2025. The exposed catheter had a fracture/hole and was leaking. The patient states there was no unusual activity on his behalf and he did not see any staff using any sharp instruments near the line. I¿m not sure if this was an issue with the product itself. The PICC was removed due to the issue with leaking. It was noticed during routine flushing of the line. The leak was in the external line, at about the 1 cm mark. There were 5 cm external upon placement and the line was in place for 30 days before the leak was reported. There was nothing continuously infusing at the time of the reported leak. The patient was on abx therapy. The event did not cause a delay in treatment as a new piv was placed when the line was removed. The patient received their remaining abx through peripheral ivs. There were no other symptoms or complications associated with the leak. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed distal to the 1 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.